Manufacturer narrative:
Additional information provided in d.9, h.2, h.3, h.6. And h.11. Upon visual inspection of the probe lines, the open pneumatic tubing was occluded with adhesive from the bonding process which would prevent actuation of the probe cutter. While attempting to actuate the probe in momentary mode, the cutter did not respond which supports the results of the inspection. The occlusion of the open drive line will prevent the reopening of the cutter and therefore remain in the fully shut position. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer event is consistent with a manufacturing error that can occur during the solvent-wetting process of the pneumatic tubing, followed by its insertion into the probe engine. To mitigate the risk of this type of event, downstream in-process inspections are incorporated into the manufacturing workflow after final assembly to help identify and screen out potential defects. No further investigative or manufacturing actions are warranted at this time, based on our current tracking, there are no adverse trends for this reported complaint and lot. The observed occlusion is already mitigated through existing in-process controls, which include leak and flow testing of each probe during production to detect and reject units with improper pneumatic bonding or compromised tubing connections prior to release. These controls are designed to detect and reject any units with insufficient bonding or tubing detachment. Additionally, operators receive routine training on the solvent-wetting and bonding steps to ensure proper technique and consistent assembly performance. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all comapny products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter could not actuate during surgery. The procedure type was unknown. The procedure was completed by replacing the product with new one. The aspiration condition was unknown. There was no patient impact.